Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 440 mg/dl at the time of the incident and current blood glucose was 440 mg/dl. The customer¿s blood glucose was 400 mg/dl, 231 mg/dl, 287 mg/dl, 321 mg/dl and 271 mg/dl. The customer was treated with insulin pump and pens. It was reported that the insulin flow block alarm during the bolus. The customer was assisted in performing a 5.0 units fill cannula. Customer stated that the insulin exited. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.